Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The patient's mother reported via phone call that the insulin pump display went blank. The patient had been in the rain but the mother stated that the device did not get drenched. The patient's blood glucose at the time of incident was 100 mg/dl. During troubleshooting a battery change was unable to resolve the blank display. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the functional testing. The pump received with normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The pump had moisture damage found on the lcd board. The pump had a cracked case at the display window corner, minor scratches on the lcd window and a cracked reservoir tube lip.